Event description:
It was reported there were exposed bare wires on the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Updated to reflect device inspection.

Event description:
It was reported there were exposed bare wires on the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.